Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a new bottle and tubing of diprivan was hung at (B)(6) programmed to infused at 35mcg/kg/min and rate of 25.5 ml/hr. The nurse returned to the patient room at (B)(6) to place an expiration sticker on the new tubing and noted that the diprivan was completely empty. At that time the nurse double checked the settings on pump and all settings were correct and verify settings with a second nurse. At (B)(6) the nurse cleared the device and noted 34ml's of diprivan were infused . The devices were removed from service and a new bottle of diprivan was hung. The patients vital signs remained stable through out the night and no lasting harm reported.

Manufacturer narrative:
The customer complaint that diprivan infused faster than expected was not confirmed or replicated. The event logs show that at approximately 10:21 pm on (B)(6) 2016 when the new bottle of propofol was reportedly hung, the primary volume infused was recorded as 14.749ml. At 10:23 pm the dose was changed from 50mcg/kg/min to 35mcg/kg/min which changed the rate to 25.5ml/hr. This was the rate reported by the customer. At 11:23 pm the pump module was removed from the pcu; the primary volume infused was recorded as 34.979ml indicating 20.23ml delivered at the reported rate of 25.5ml/hr. Functional testing on the pump module found it to be delivering fluid within specifications with no signs of unregulated flow observed. No administration set was returned for investigation. During external inspection of the pump module the door latch/sear was observed to have been replaced with a newer vintage component; the reason for this replacement is not known. The root cause of the reported event was not determined.